Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten days post port placement, venous port removal was planned as bacteremia with indwelling right internal jugular venous port was diagnosed. Through a small incision the previously placed port was dissected free of the surrounding tissues, and the port and the attached catheter were removed in their entirety. The catheter tip was sent for culture. Therefore, the investigation is inconclusive for the reported bacteremia as no objective evidence has been provided to confirm any alleged deficiency with the port. Furthermore, clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one weeks three days post a port placement via the right internal jugular vein, the patient allegedly experienced bacteremia. It was further reported that the patient was treated with antibiotics. Reportedly, the port was removed. The current status of the patient was unknown.

Event description:
It was reported that approximately one weeks three days from port placement procedure, the patient was allegedly experienced infection. It was further reported that the patient was treated with antibiotics. Reportedly, the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten days post port placement, patient presented with fever and chills. His blood work looks good without neutropenia. He has noted to have significant tenderness of port-a-cath site. This could be the source of his fever. Cultures drawn from port and periphery and confirmed a staphylococcus aureus infection in the port. After two days, patient underwent venous port removal procedure for bacteremia. Beginning around day seven, he noted the onset of a fever and chills. With these symptoms he was seen in the emergency room and admitted for sepsis related to port infection. Culture showed the presence of mssa. The port was removed, and he was placed on antibiotic therapy. Therefore, the investigation is confirmed for the reported bacteremia, fever, bacterial infection and sepsis. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (medical device lot number) n, d4 (unique identifier (UDI) #), g3, h6 (patient, component, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one week three days post a port placement for vascular access for chemotherapy treatment, the patient developed with fever and reportedly diagnosed with bacteremia, bacterial infection and sepsis. It was further reported that patient was treated with antibiotics and the infected port was removed and replaced. However, the current status of the patient was unknown.